Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Concomitant medical products - vanguard femur catalog 183030 lot j3792462; series a patella catalog 184700 lot 901770; vanguard anterior stabilized tibial bearing catalog 189102 lot 477990. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Patient underwent a left knee revision procedure approximately six weeks post implantation due to the locking bar backing out of the tibial tray, which also caused pain. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Concomitant products: CT sigma total knee arthroplasty guide set 03-05 catalog # 42-422556 lot # 159000. Complaint sample was evaluated and the reported event was confirmed. Visual examination of returned parts identified scratches on the locking bar likely caused by insertion and removal of the locking bar and a closer look at the hook on the locking bar did not identify any wear or markings typically found when it is well fixed. Review of the provided x-ray confirms the complaint report as the locking bar is disassociated from the tray. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.